Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown stem lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03682. 0001825034 - 2020 - 03683.

Event description:
It was reported that a patient underwent an initial left hip procedure and was revised due to unknown reasons that same day. Implants were removed and new implants were placed. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and medical records received. Review of the available records identified dislocation of the left hip arthroplasty. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised approximately 16 years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.